Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, far r-wave oversensing was observed on a stored egm. No programming changes will be made. The device remains implanted.

Manufacturer narrative:
(B)(4).